Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer performing as expected. The suspected cause of the issue is the pump as it did no longer inflate the device. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer performing as expected. The suspected cause of the issue is the pump as it did no longer inflate the device. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at fold in the middle, proximal end, and distal end. The first cylinder had fluid leakage due to a hole in the middle consistent with sharp instrument damage probably caused during explant. The second cylinder passed leak testing. The rear tip extender (rte) passed visual inspection as no damages nor abnormalities were found. The pump was visually inspected and underwent leak and functional testing. No visual damages were found in the pump, and it did pass leak and functional testing. The reservoir had fluid leakage due to a hole in the shell adapter junction consistent with sharp instrument damage. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer performing as expected. The suspected cause of the issue is the pump as it did no longer inflate the device. A revision surgery was performed to explant and replace the device. No patient complications were reported.